Event description:
It was reported that a leak occurred in a homechoice cassette during use. The home patient (hp) indicated that there was solution under the cassette door at the end of therapy. The hp checked the lines for damage, but no issues were identified. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.